Manufacturer narrative:
There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2019, this (B)(6) patient was diagnosed with a vitreous hemorrhage and retinal detachment in the implanted eye. The patient was hospitalized on (B)(6) 2019. On (B)(6) 2019 patient underwent pars plana vitrectomy, membrane peeling, and 360 degrees retinotomy. The implanted eye was lasered and silicone oil was injected as well. There was no defect or malfunction of the device associated with this event.